Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Alarm history screen confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm triggered during pump therapy. Unit passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a replace now battery alarm. The customer¿s blood glucose level was unknown. The customer stated that they had changed batteries band insulin pump alarmed two times. The customer did not receive a low battery alert prior to the replace battery now alarm. It was reported that they changed batteries several times during the night and before the problems started sometimes mother did not get replace battery alert. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.